Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spare reamer tube and the extraction bolt broke during surgery on (B)(6) 2017. The customer had to organize other instruments. Because of it the surgery was delayed for unspecified amount of time. In addition, small metal fragments may have remained inside the patient. No information available about patient condition. This report is for one (1) extraction bolt for 6.5mm & 7.0mm screws this is report 1 of 2 for complaint (B)(4).